Manufacturer narrative:
Results - sharp edges on footboard due to impact damage.

Event description:
It was reported by service report that the foot board is damaged beyond repair with exposed sharp edges. No patient involvement or adverse consequences are reported.